Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line error. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg 9/9/2024. One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the air detector. As a result, the air detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.